Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the mobile view station (mvs) on the imaging system would not boot up. It was reported that after attempting to boot up, the yellow and green power line lights were not illuminated. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep confirmed that the mobile view station (mvs) power board was non-functional and is awaiting customer approval for repairs.

Manufacturer narrative:
A medtronic representative went to the site to replace the power board and test the equipment. The imaging system then passed the system checkout and was found to be fully functional.